Manufacturer narrative:
It was reported that the patient was experiencing an itchy rash when using the electrode - patch - universal 2 channel. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. No contributing factors were identified. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported that on (B)(6) 2025, the patient reported having an itchy rash that was a shape of the electrode - patch - universal 2 channel. The rash looked like a burn as described by the patient. The patient did note that they do not believe they were burned and did not experience an increase in temperature from the device. The patient sought medical attention by going to urgent care where they were prescribed silver sulfadiazine diazine. The patient prepped the area by cleaning their skin with soap and water and shaving. The patient had no history of skin sensitivities. The rash is healing and symptoms have improved. No additional information provided.